Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle separated event? Did the device issue occur before use on patient or during actual suturing? Event/procedure date? Procedure name? Lot number? How was case completed? Any adverse patient consequences and what medical/surgical intervention was performed to manage them?

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. During the surgery, the needle and suture separated. Additional information has been requested.